Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged failed battery test or battery failed alert found on (B)(6) 2021. Device passed the self test, displacement test, active current measurement and sleep current measurement. Device was monitored for several days and no unexpected failed batt test or battery failed alert noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms or alerts noted during the testing. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2021 08:49:00.000 (B)(6) 2021 20:07:00.000,. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 15:16:30.000 (B)(6) 2021 21:14:50.000 to (B)(6) 2021 22:01:13.000 and failed batt/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2021 21:15:01.000 to (B)(6) 2021 22:04:27.000. Upon checking the power data, low battery alert and failed battery/battery failed alarm was expected since the battery has low/no power. The customer may have used a low/depleted battery. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a scratched case and a cracked case behind the pump near the battery tube compartment. A cracked retainer was confirmed. Failed battery test or battery failed alert was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. Customer was advised to wait for 60 second and then insert a new battery. Customer stated they receive battery failed alarm after inserting new battery. It was reported that contacts on battery cap was not missing, damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.